Event description:
The pt's mother stated that the up, down, and ok buttons were slowly or intermittently activating pump functions when pressed. The pt reportedly does not expose the pump to water or cleaning products.

Manufacturer narrative:
The device has been returned to animas. Eval revealed that the up, down, and ok buttons were intermittently responding to button presses. The keypad was removed and adhesive was observed under the up, down, and ok button contacts.